Event description:
The customer reported that the act diff 2 hematology analyzer generated erroneously low platelet results on two pt samples. Both sets of tests were accompanied by instrument-generated review flags. The erroneous test results were reported outside of the lab. The two samples were subsequently repeated on the act diff 2 analyzer with higher platelet counts on both pt samples. The customer believed the results of the repeat testing to be correct and corrected reports were issued. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events. The customer stated she had problems recovering quality control (qc) values within range in the morning through qc passed after troubleshooting the instrument. Controls are run daily. Controls were run before this incident: 4c low level control was run three times (twice out high and once the control passed); 4c normal control was run six times (six times the control was out high); 4c high control was run once and passed. The customer states that the controls recovered in range after troubleshooting the instrument, but does not recall the details of the troubleshooting measures taken. The root cause of this event is unk. Field service was not dispatched for this event.